Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation endometrial ablation system was used in a hydrothermablation (hta) procedure performed on (B)(6) 2016. According to the complainant, during hysteroscopy phase, the physician wanted to perform additional hysterocopy but the machine went directly to seal integrity check phase without touching or pressing the control buttons. The procedure was completed using the same console. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be doing well.